Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the pressure applied to the oxygenator reached 250mmhg at a flow rate of 3l/min within 10 minutes of starting the cardiopulmonary bypass. After running it for approximately 5 minutes, the pressure dropped to around 150mmhg at a flow rate of 4l/min, therefore, the procedure continued without stopping. The customer stated that it was the second pressure increase issue in the year. The device was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that the filling liquid was used, 20% manitol 200ml, vikanate infusion 100ml and bolven infusion 6% 1000ml. The report is the pressure disparity of the artificial lung (pre-pressure - post pressure). The heparin is hms; act was 580 seconds. The temperature of the oxygenator was 34°c. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.